Event description:
It was reported the programmer screen is broken and can't be controlled by the touch pen. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) overlay to screen is broken. Can't control touch pen. The select arrow stays on the very left side of the screen.